Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower spaces were failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower spaces were failed. A field service engineer arrived and observed no failures on the single auxiliary tower. The test application was used to open all tower doors, and none of them double-clicked or showed any indication of failure. Additionally, there was another double auxiliary tower located next to this device, which was addressed under a separate work order on the same day. The system functioned as intended after the field service engineer tested the device.